Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events could not be confirmed in the laboratory. Analysis found the lead to exhibit normal electrical characteristics.

Event description:
It was reported that the device was interrogated and the r-waves had decreased and the pacing threshold had increased. The patient was taken for lead repositioning. Due to the high thresholds, the lead was explanted with a new lead implanted, acceptable measurements were noted.